Event description:
It was reported the physician found the guide wire kinking and catheter bent during use. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). Associated MDR#s 3006425876-2022-00856 to capture complaints for catheter bent and spring wire guide kinking.

Manufacturer narrative:
(B)(4). Associated MDR#s 3006425876-2022-00856 and 3006425876-2022-00858 to capture complaints for catheter bent and spring wire guide kinking. The customer returned one opened cvc set with multiple components , including a 2-l catheter, for analysis. Signs of use were observed on the catheter body. Visual inspection of the catheter revealed no obvious defects or anomalies. No kinks were observed on the catheter body or any of the extension lines. The catheter body length measured 214mm, which is within the specifications of 207-227mm per product drawing. The catheter outer diameter measured 2.375mm, which is within the specifications of 2.36-2.46mm per product drawing. Functional inspection of the catheter was performed per the instructions for use (IFU) provided with the kit, which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both lumens of the catheter were able to flush normally; no leaks or blockages were observed. A device history record review was performed with no relevant findings. The product IFU warns the user, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked catheter could not be confirmed through complaint investigation of the returned catheter. Visual inspection revealed no obvious defects or anomalies. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the physician found the guide wire kinking and catheter bent during use. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.